Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of aneurysm. The patient under went coiling treatment for a small unruptured saccular a wide necked multilobular aneurysm located in anterior communicating artery measuring 8mmx5mm. It was reported that y stented using 2 microvention lvis junior stents (3.5x23) placing stents from a1 to acom and a1 to a2 respectively. The physician framed the aneurysm with 4 microvention hydroframe coils before switching to axiumprime to complete the filling. The physician successfully placed 6 axium primes and then encountered a problem on the seventh prime coil, which was intended to be the last coil inserted. The coil was successfully placed into the aneurysm but did not detach via the instant detacher. After 3 attempts the dr reverted to the manual method and snapped the hypotube and attempted to pull the release filament. He found that the release filament would not move, and detachment was not possible. He then removed the coil and kept the coil and pusher for return to medtronic. The physician decided to not attempt to introduce any more coils and the patient was not adversely affected by the incident. There were not any patient symptoms or complications associated with this event. No images available for review. The patient¿s blood flow was normal. The vessel was moderately tortuous. Reported device and any accessory devices were prepared as indicated in the IFU. The catheter was not damaged. Yes, the continuous flush was administered during the procedure. The coil was hydrated per the IFU. The same catheter was used to delivered other coils. The catheter flush was indicated per the IFU. No patient injury was reported. Terumo climber (radial access), microvention headway duo 156 instant detacher will not be returned as no issue with instant detacher

Manufacturer narrative:
Device available for evaluation - additional information date MFR rec ¿ additional information type of follow up - device evaluation device evaluated by manufacturer- additional information codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the axium coil, portion of the pushwire missing the proximal end and implant coil still attached to the pushwire. The instant detacher was not returned for investigation. The pushwire was found kinked at several location from the distal end. The pushwire was separated from the distal end utilizing the manual detachment technique. The kink at 174.5cm appears to be due to manipulation during the manual detachment technique. The specified overall length of the pushwire, this manual detachment location appears to be ~4cm distal of where the break indicator would indicate, which may be indicative of multiple attempts to break and pull the release wire to detach the implant. There was dried blood covered the distal tip of the implant coil. The device was soak in the cleaning solution for further testing. After removal from the solution, performed the release wire liveliness test and the release wire was found to be lively. Do to the kinking damage to the pushwire, the release wire could not be retracted from the proximal end, any attempt to do so exceeded the tensile strength of the release wire. However, using the open outer jacket section near the coin, the coin was manually retracted using tweezers and the implant successfully detached from the tip of the pushwire. The axium instant detacher, actuator interface and coupler tube were not returned for analysis, so their contribution to the event could not be determined. However, based on the available information it is likely that the kinking and damage to the axium pusher incurred during the procedure increased the friction on the release wire, so it could not be retracted through the full length of the pusher. The friction caused by the kinking exceeded the tensile strength of the release wire and prevented actuation of the implant from the proximal end. Per the axium prime coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.